Event description:
The customer reported via phone call that they experienced low blood glucose and the insulin pump had a crack on the screen. The blood glucose was found to be 35 mg/dl. The customer treated low blood glucose with food and glucose tablets. Customer's blood glucose at the time of call was 252 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.